Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels. Reportedly, the customer increased the basal rate from 1.1 to 15. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.